Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic sensor issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The unit alarmed fiber sensor module during insert of fiber optic into sensor port. Verified, cable assy,fo sensor extension was damaged and replaced for repair. Safety, and functionality checks completed per the service manual. Completed validation successfully. Product passed all functional and safety tests per manufacturer specifications. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that while preparing the unit for use the cardiosave intra aortic balloon pump (iabp) had fiber optic sensor issue. There was no patient involvement or adverse event reported.